Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose was 119 mg/dl. Troubleshooting was performed and the customer was asked to insert new battery into the insulin pump, which was followed by a battery out limit alarm. The customer was explained that this was due to the battery being out of the insulin pump for longer than allowed time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.